Event description:
It was reported that a patient's pump exhibited a no disposable, pump will not run malfunction. The patient was taken to the emergency room due to changes in their breathing whereby they received intravenous administration of their medication. After treatment, the patient was discharged from the emergency room the same day. The patient reported having some headache and light headedness upon restarting her infusion which subsequently resolved.

Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no lot number was provided; therefore, device history record review could not be completed. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, DHR (device history review) could not be performed.

Manufacturer narrative:
Other, other text: additional information in d4, h1, h6.